Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: visual analysis found moderate wear on the sasi electrical port where the saw handpiece (sh) electrically connects to the sasi. Moderate wear was also found on the sasi electrical port where the sasi electrically connects to the robot. No other damage was found on the sasi. The functional evaluation of the sasi, without the sh or planar base engaged, found the sh lever and planar clamp lever rotated fully and freely. During assembly, extreme looseness was noted between the saw handpiece and the saw interface. Based on the investigation findings, the mechanical play between the sasi and saw is traced to design and has been escalated to a CAPA.

Event description:
It was reported that during an in house engineering evaluation it was found that the robotic assisted saw interface device had extreme looseness between the saw handpiece and the saw interface. It was noted in the initial complaint that the saw was stuttering in and out on the distal cuts. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.